Manufacturer narrative:
(B)(4). The device was manufactured june 20, 2014-june 21, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed no signs of physical abnormality that could have caused the reported problem. A flow rate test was performed and the results were within the desired product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor delivered less solution than expected. The flow rate is unknown, but the device took 70 hours to deliver a fluorouracil and saline solution. There was patient involvement but no patient injury and medical intervention. No additional information is available.